Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient mentioned that their device was permanently off. They stated that it stopped working and never really helped with their pain. Per the hcp, they stated that it seems like the patient just turned it off and stopped using it (i.e. It was not turned off by a doctor). No further complications were reported/anticipated.

Event description:
Additional information was received from the patient. It was clarified that the device being permanently off was a procedure issue. They stated it was adjusted several times and created more pain. The patient stated they first noticed the event one month after it was implanted then over the next several months as well. No patient complications were reported as a result of this event.